Event description:
Patient was hospitalized with interstitial pneumonia and was being ventilated, against device (sensor) labeling. Afternoon nurse unable to obtain a pulse search on monitor; changed sensor. In the (pm) started angio purification. The following day, 3:00am could not obtain pulse search. Nurse removed sensor. Observed red mark and swelling. Additional tape was used, against dfu. Patient died due to underlying disease the same day. Diagnosis given: interstitial pneumonia, cardiac failure, renal failure, acidosis.